Event description:
System was implanted during revision tka on (B)(6) 2022 . Dr. Reports that osteoporotic patient with nickel allergy is experiencing pain on weight bearing and that imaging indicates tibial and femoral loosening. Surgeon plans revision pending request under compassionate use for revision components with porex and zirconia coatings. [Customer]

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
System was implanted during revision tka on (B)(6) 2022. Dr. Reports that osteoporotic patient with nickel allergy is experiencing pain on weight bearing and that imaging indicates tibial and femoral loosening. Surgeon plans revision pending request under compassionate use for revision components with porex and zirconia coatings. [Customer].